Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed the displacement test, and kept alarming no delivery during the week. It was stated that an infusion set change was not completed due to the recurring alarms. Troubleshooting was performed. The reservoir was recovered and the needle and septum were inspected. The customer reinserted the reservoir into the insulin pump and the manual prime was performed. Then the customer rewound the insulin pump and ran a displacement test, but the insulin pump kept alarming no delivery. No further info was provided.